Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device. Further treatment details will not be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly wearing the device, however, is still presenting with soreness. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain near the implant site. The recipient presented with redness and tenderness. The recipient was prescribed an antibiotic ointment which improved the issue. The recipient was recommended to use moleskin.